Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that predilatation of the mid rca was performed prior to stenting. During deployment of the xience v stent, a proximal dissection occurred which was treated with another stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection is a known possible outcome of coronary stenting procedures, and is listed in the device IFU as a known potential adverse event. There is no reported damage to the sds or stent implant, and there were no difficulties deploying the stent implant. A definite root cause for the dissection cannot be determined. There are no indications of a device quality issue contributing to the dissection.